Event description:
It was reported that one day after implantation of an intraocular lens (iol) into the left eye, the patient presented with 2+ fibrin, hypopyon and 3+ c/f. Based on the findings the surgeon concluded the cause as toxic anterior segment syndrome (tass). Patient was treated with vitreal vancomycin and vitreal ceftazidime. In the surgeon¿s opinion, the most likely cause of the event is endophthalmitis, however vision improved with swift intervention. Patient outcome is good 20/40 and improving.

Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.